Event description:
Customer called to report damage to the insulin pump. Customer stated that there is a leak in the battery compartment and the battery looks melted. Customer also stated that the is low and only last for 3 to 4 days. Customer's blood glucose reading was 300 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was monitored for 1 day; all operating currents are within specification, passed self test and no unexpected low battery or off no power alarms noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads and corroded battery tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.